Event description:
Caller reported a malfunction on the pump after it was exposed to rain. There was no reported adverse impact to the customer's blood glucose level. The customer performed a pump reset on their own and successfully resumed insulin on their pump.